Event description:
It was reported that a presyncopal patient presented in clinic after receiving a shock. Upon review it was noted that the patient suffered the shock as a response to an atrial fibrillation rapid ventricular response. No intervention was performed. No further information was available.